Event description:
Boston scientific received information that this patient received inappropriate anti-tachycardia pacing (atp) and shocks for sinus tachycardia. Boston scientific technical services (ts) was consulted and discussed programming options for therapy optimization. No adverse patient effects were reported. The physician reprogrammed the device and will continue to monitor. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.